Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels about 2 to 3 weeks prior. The customer had had a low blood glucose reading, about 50 mg/dl, due to activity, which he treated with sweets. He stated that the next morning, he was vomiting and could not keep any food down. The blood glucose reading was 595 mg/dl and rose to over 700 mg/dl at the time of hospitalization. Renal failure, nausea and dehydration were observed. The customer was in the intensive care unit for 2 days and treated with two intravenous drips. The endocrinologist advised that the customer may have slept on the tubing, and the doctor stated the issue may have been due to a virus. The customer stated that he had had no issues since then. He also mentioned he had issues with sweating, in which case the infusion set would come off. Customer declined troubleshooting the insulin pump for the high blood glucose incident. Nothing further reported.